Event description:
It was reported the patient had a loss of therapeutic effect. The patient stated that after the stimulation had been on for a while it started to go away and he could not feel it anymore. The patient noticed the issue more when they laid down and would adjust stimulation but started to have issues with the programmer. The event started a couple days prior to the report. The patient stated that he charged his device about 1 week prior to the report and again on monday prior to the report. The patient confirmed that he can charge his implantable neurostimulator. No intervention or outcome was reported. Follow was done to obtain this information. If additional information is obtained a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). (B)(6).